Manufacturer narrative:
Concomitant medical products: equinoxe reverse tray adapter plate tray +0 (cat#: 320-10-00 / serial#: (B)(4)), equinoxe, humeral stem primary, press fit 15mm (cat#: 300-01-15 / serial#: (B)(4)). As reported, approximately four days post initial tsa, the 80 y/o male patient dislocated post-op. On inspection, the surgeon decided to change the liner to a constrained liner and the adaptor plate to a bigger size. The patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. The sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation as the devices were disposed by hospital. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the shoulder dislocation and revision cannot be conclusively determined; however, it is most likely patient related conditions. These devices are used for treatment not diagnosis.

Event description:
As reported, approximately four days post initial tsa, the 80 y/o male patient dislocated post-op. On inspection, the surgeon decided to change the liner to a constrained liner and the adaptor plate to a bigger size. The patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. The sales rep was unable to obtain photos/x-rays. The devices are not available for evaluation as the devices were disposed by hospital.